Event description:
Report received of an unrequested bolus dose delivery. The patient was receiving morphine for pain management therapy. The morphine concentration and the pump settings could not be recalled. Reportedly, two nurses observed that the pca was giving unrequested bolus doses. The pump was removed from clinical service. The doctor was notifed and the pain management therapy was changed to prn IV push medication. The patient did not experience any adverse effects. Though requested, there was no further information available.